Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Mis single inner set screw [product code: 1867-15-000, lot number: arpbp9] was returned to the complaints handling unit (chu) for evaluation. The investigation has been completed; the product was returned to the chu for evaluation. Visual inspection could not confirm the reported complaint. Root cause is not necessary as there were no product failures detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) implanted viper ii monoaxial screws and tried to reduce the rod into the screw heads. For some reason the rod reduction process did not work. 8 innies busted, the thread of the innies broke, so the threads of 2 screws head busted as well. Further 2 screw drivers and one extension sleeve broke. All has been decontaminated and will be handed in. The issue caused a surgery delay of approx. 30 min.